Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the diagnostic data from the mdt device showed two recorded noise episodes. No source of emi was reported. X-rays showed normal lead characteristics. The lead was explanted.